Event description:
The device was applied during an unspecified thoracoscopic procedure. The approximating lever broke while closing the device. The surgeon used another instrument and completed the procedure without incident.